Manufacturer narrative:
On november 1, 2022, device evaluation was completed. Device evaluation summary:mentor conducted visual inspection and leak testing of the returned device.visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 375cc breast implant. Additionally no mold or additionally particles were observed inside the implant. Leak testing was performed, in accordance with mentor procedures, and no leaks were detected during the analysis.the event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced deflation on one side and mold on the other device. The side was not specified. Hence, mold and deflation is being reported on both sides. If/when additional information is received, the file will be updated and supplemental reports will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown and generalized illness symptoms including panic attack, pain, feels hard, fatigue, lack of movement in right arm, pounding heart, hair loss, declining health, and mood change (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile on both sides and experienced bilateral capsular contracture; baker grade unknown and generalized illness symptoms including panic attack, pain, feels hard, fatigue, lack of movement in right arm, pounding heart, hair loss, declining health, and mood change postoperatively. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.